Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system the clamp was missing and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that there was no clamp assembled in the product. Blood leaked when the product was used without checking the clamp.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-aug-2023. H6: investigation summary: our quality engineer inspected the 1 used sample and 2 photos submitted for evaluation. The reported issue of their being no clamp was confirmed upon inspection of the sample and photos. Analysis of the sample and photos showed that the pinch clamp was not present with the device. Bd determined that the cause of the failure was related to our manufacturing process. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system the clamp was missing and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that there was no clamp assembled in the product. Blood leaked when the product was used without checking the clamp.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.